Event description:
Patient was brought to the operating suite after consent was taken. She was placed in a dorsal lithotomy position where she was draped and prepped in a sterile fashion. When the ureteroscope was attached, there was no picture, no light with the screen empty. The device was changed for a new one and the procedure was done without any further incident. No patient harm. Manufacturer response for ureteroscope and accessories, flexible/rigid, lithovue (per site reporter). Defective device reported to field representative and would pick it up in the operating room (o.r.) From surgery personnel.